Event description:
Based on the following information provided regarding the reported event, the event does not meet the criteria for a product complaint.the surgeon who stated that the complication from this patient had nothing to do with the stapler. The patient was difficult to intubate, patient aspirated and had bleeding into the pouch. In no way did the event have anything to do with the stapler.

Event description:
It was initially reported the that post-operative a laparoscopic gastric bypass procedure, the patient was brought back to the or one day post-op for bleeding. No other details are were known. The device was discarded.the sales rep phoned with additional information on november 12; the patient has expired. He does not have the exact date. It is also not certain if it is a result of the device malfunction or other complications. He, along with the other sales rep are to meet with the surgeon next week to obtain more details if available. Currently the account is not providing much information.spoke with sales rep; he indicated he was present during the initial operation. No anomalies were noted with the performance of the device during the case, there was a "pumper" present on the staple line, and the surgeon applied a clip. During manipulation of the staple line the surgeon inadvertently pulled off the clip, there was no bleeding at the time and another clip was not applied. Surgeon utilized gold loads and no buttress. Procedure was roux-en-y. Patient was a male. Postoperatively (day 1) patient could not swallow and blood was present. The device was discarded and no further information is known. Rep has reached out to the surgeon and been asked not to contact him. Surgeon was inserviced in his office a week before the case as well as prior to the case; this was his first use of the device.on november 16, the full line rep spoke with the surgeon who stated that the complication from this patient had nothing to do with the stapler. The patient was difficult to intubate, patient aspirated and had bleeding into the pouch. In no way did the event have anything to do with the stapler.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.